Event description:
It was reported the analyzer mode screen went blank during device implant. The programmer and analyzer were returned for service. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis was not able to confirm the initial report, the device boots to analyzer software and stayed on with no fault found. It was also noted that errors were found in the error log. (B)(4) : the analyzer was analyzed and no anomalies were found. (B)(4) : the rf head was unable to interrogate due to an electrically out of specification cable.